Manufacturer narrative:
Fields d9 and h3 were updated. The meter was provided for investigation. The investigation found that the display segments are shown with very little contrast in all areas. The circuit board shows no contamination that could lead to the complained error. The cause could be narrowed down to a defect in the display itself by replacing the components.

Manufacturer narrative:
Reporter occupation is patient/consumer. The meter was requested for investigation. Replacement product was sent.

Event description:
There was an allegation of a screen display issue on coaguchek xs meter serial number (B)(4). The patient stated that they could see a result of 1.6 inr on the screen but the 1 was very weak and hard to see and the 6 was lighter than normal. They also stated that when the strip icon is displayed, it is very weak. No misinterpretation of results occurred.